Manufacturer narrative:
Additional information provided confirmed the patient has been discharged home and is doing well.

Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported by the edwards european affiliate that during the transfemoral tavr procedure, the physician experienced a lot of resistance during the delivery system valve alignment process; the balloon shaft had to be pulled with a lot of force. The fine alignment afterwards worked well. After rapid pacing started the balloon did not inflate. The balloon was deflated again and blood was seen in the atrion syringe. It was then attempted to retrieve the commander and valve through the esheath, however that was not possible. The esheath tip damaged severely due to the retrieval attempt. It was then attempted to push the valve off the balloon and then dilate with another balloon catheter but that was not possible either. At the end, the patient was converted to open heart surgery and the commander and valve had to be removed surgically. The patient was noted to be unstable and in the ICU.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed complete separation of the inflation balloon from the crimp balloon proximal to the bond due to material failure on the crimp balloon. Damage was noted on the flex shaft near the flex tip as well as slight buckling on the flex tip. Minor damage was observed on the flex tip. For dimensional analysis, wall thickness measurements were taken on the crimp balloon to ensure that the double wall thickness of the material was within specification as a thin wall could contribute to the observed separation. All measurements were found to meet specification. During functional testing, the gross valve alignment and fine adjustment of the device was performed (without a valve) with no issues. No grinding or resistance was observed. Due to the separation in the inflation and crimp balloons, crimping a valve and performing valve alignment force testing was not possible. Separate testing was conducted to determine potential root causes for this issue. One study measured valve alignment force when valve alignment was performed in a curved radius, contrary to IFU instructions to perform valve alignment in a straight section of the aorta. The study observed that performing valve alignment at a radii of = 4 inches carries the possibility of the valve ¿diving¿ into the flex tip and increasing the amount of valve alignment force required to achieve final alignment position. In addition, a separate study was performed to determine the effects of residual volume, crimping time, and contrast ratio on valve alignment force. The study observed that residual fluid left in the balloon could re-create the inflation balloon to crimp balloon separation, as well. The complaint for balloon torn was confirmed. The dimensional inspection of the crimp balloon revealed the wall thickness was within specification, and the bond in this location remained intact. Due to the returned condition of the device, functional testing was unable to be performed. Imagery was not provided for the case, as well as information regarding patient vessel tortuosity. The damage observed on the flex tip may provide evidence of the thv diving into the lumen of the flex tip. Performing valve alignment at a bend or angle can cause the thv to unseat from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. A study to confirm this condition was performed, and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. At this time a definitive root cause for the balloon tear was unable to be determined. The complaint for withdrawal difficulty was confirmed. Once the inflation balloon and crimp balloon are torn, it can create difficulties retrieving the delivery system, where the torn inflation balloon and thv are unable to be retrieved into the tip of the esheath. In addition, tortuous or calcified vessels can also cause no-coaxial retrieval angles, which can contribute to difficulties experienced during delivery system retrieval. No manufacturing non-conformance or IFU/labeling inadequacies were identified. A review of complaint history for (B)(6) 2015 revealed that the occurrence rate exceeded an actionable limit per internal procedures. Due to the high criticality level for this failure mode, risk assessment has been initiated; potential actions are under consideration.